Event description:
It was reported that during a meniscus repair, the suture of the ultra fast-fix broke when it was being pulled, the pieces were removed using tweezers. The procedure was completed with non-significant delay using a back-up device. No further complications reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of suture specifications found that a material certification of analysis is required with each suture lot. A visual inspection revealed the device was returned outside of original packaging. A piece of the suture was returned with the device with frayed ends. The anchors were not returned with the device. The actuator and actuator tip were fully actuated. No physical damage visible to the device. A functional evaluation revealed the device actuator and actuator tip function as expected. Based on the condition of the product material found during visual inspection, additional material testing is not required. Since there were no other complications reported, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include unintended excessive force applied during knot reduction. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a meniscus repair, the suture of the ultra fast-fix broke when it was being pulled. The procedure was completed with non-significant delay using a back-up device. No further complications reported.